Manufacturer narrative:
Reference sr (B)(4) for original complaint information. Product was returned on (B)(6) 2019 where depot repair confirmed the original reported serial number was incorrect. New sr was opened, sr (B)(4) to identify corrected serial number, sn: (B)(4). Depot repair confirmed unit was out of calibration. Per page 89 of cam02 IFU, unit requires annual maintenance to ensure proper function.

Manufacturer narrative:
Reference (B)(4). Customer confirms device was in contact with patient however there was no injury or delays in surgery. Failure found when patient was about to be unplugged from the unit. Battery was found to be dead, swapped out with another monitor while defective unit was attempted to be charged, however no charge was able. Battery symbol continues to show with an "x" through it. Customer agreed to return product for additional evaluation.

Event description:
Monitor currently plugged in, however external battery indicator shows as not charging.